Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that there was noise on the rv and shock channels. The noise was suspected to be myopotential. There was pacing inhibition noted but no asystole. On (B)(6) 2014 noise was being sensed on the rv but not the ra. Some reprogramming was done to address the issue. The physician was going to be capping this lead during a change out procedure in 2016. It is unknown if that happened.